Event description:
It was reported during a demo/asset inspection, service repair found the a-rubber (bending section) is missing/ruptured. There is no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Device evaluation and inspection, service repair noted the following findings: the a-rubber is missing / ruptured. No further watertight-test possible . Additionally, inspection found the image guide (ig) bundle has a stain. Acoustic lens has a scratch. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the missing bending section cover (a-rubber) was unable to be identified. Olympus will continue to monitor field performance for this device.